Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable for plunger issues is due to the plunger sensor not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.b3: unknown.

Event description:
It was reported the device exhibited plunger issues. Patient involvement is unknown.